Event description:
It was reported that the patient experienced pain and discomfort at the ipg site as well as shocking and burning sensation whether stimulation was turned on or off. The patient underwent a revision procedure wherein the ipg was moved to the left side. The patient was doing well postoperatively. The device remained implanted.